Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: visual inspection was conducted and the investigator observed the introducer was damaged, was stuck in the needle looked like an accordion and the needle guide was stuck. Functional testing was conducted and the device worked as intended. Hence, the complaint can be confirmed. This observation will be monitored and trended.

Event description:
Upon receiving the device, it was found on april 3rd, that the device was crumpled, which is considered a reportable malfunction to the FDA. The procedure was completed with a second device and no harm to the patient or user was reported. No additional information is available.